Manufacturer narrative:
Reported product is for vet use only; however, similar product exists for human use. U.s. Reporting agent notified on: 06/03/2014. Mfg site eval: samples received: 2 unopened pouches. There are no previous complaints of this code/batch. Both packs received are tight. Tested the knot security control of the samples received and the results are within spec. Tested the knot pull tensile strength of the samples received and the results fulfil OEM requirements. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: united states. Veterinarian reported he had an associated perform two procedures using this suture. Both incisions came undone (the suture didn't break rather the knots untied). Sadly, one of the dogs died and the other dog had to have the incision repaired.